Manufacturer narrative:
H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a broken barrel with all the components of the syringe taken apart and the plunger has been activated and the stopper has been cut. The needle, shield, and spring are missing. Based on investigation the defect could not be confirmed to have originated at the manufacturing plant; therefore, corrective actions are not necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd integra¿ syringe was defective and leaked b12 solution on the floor. The following information was provided by the initial reporter: "received a defective syringe with b12 injectable the defective syringe leaked the b12 solution all over the floor"

Event description:
It was reported that the unspecified bd integra¿ syringe was defective and leaked b12 solution on the floor. The following information was provided by the initial reporter: "received a defective syringe with b12 injectable the defective syringe leaked the b12 solution all over the floor".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.